Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, he has three patients experiencing severe halos day and night, which prevent them from driving. The patient was treated with a prescription eye drop with no improvement. One patient is bilaterally implanted, two patients are unilaterally implanted. This manufacturer report is for the second unilaterally implanted patient.